Event description:
It was reported that when the device was used in a laparoscopic appendectomy, the device was difficult to fire and had an incomplete firing. Another device was used to complete the procedure. There was no consequence to the pt.